Event description:
It was reported that a valiant captivia stent graft was planned to be used in the patient. During preparation of the device, the delivery system could not be flushed with heparinized saline through the sideport extension. The delivery system was not used in the patient. Another valiant stent graft was used to complete the procedure. There was no injury to the patient and the patient status post-procedure was good. The device was returned and its evaluation has been completed. During evaluation, the device could not be flushed with an endoflator up to 14atm. There was very high resistance. The hypotube and middle member were broken to remove the endseal. The ID of the endseal was examined under the microscope and a bulge on the ID at the flushing port was observed. The bulge was determined to be the root cause of the inability to irrigate as it did not allow a clearance between the hypotube and middle member. The complaint was conformed as the device could not be flushed. A vendor supplied part was found to be out of specifications and was determined as the root cause.

Manufacturer narrative:
(B)(4). This initial report is being filed to provide FDA a notice of retrospective filing of the field corrective action on 2013-sep-18 that was initiated on 2012-aug-30 for the inability to irrigate/flush the captivia delivery system. The fca consists of a notification to the customers outside of the united states. No us customers were affected as this issue does not present a risk to health posed by the device or remedy a violation of the act caused by the device which may present a risk to health.